Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing not be conclusively determined. (B)(4).

Event description:
During remote follow-up, far field oversensing with false automatic mode switching episodes were noted. Technical support recommended reprogramming the device. The patient is stable.